Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 427 mg/dl at the time of the incident and current blood glucose level was 431 mg/dl. The customer was treated with manual injection. The customer¿s blood glucose level was 150 mg/dl. The customer reported that they had no delivery alarm. The customer reported that they had tried to deliver a bolus, but due to no delivery. The customer was advised to change set. The customer was advised to monitor the issue. The customer insulin pump will not be returned for analysis.